Event description:
It was reported that the pump exhibited a downstream occlusion in the tubing alarm. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
H10 - related report numbers: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: mfg establishment name updated. H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. Previous repair was reported on 1/24/2025 for the cassette sensor being defective., and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.